Manufacturer narrative:
Product complaint (B)(4). Investigation summary : following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When scanning the product´s barcode the lot number is generated as "j6628y" not as "j6658z" as printed on the attached label. No surgery delay reported, no adverse patient consequences reported.